Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported diagnostics indicated high impedance readings on all lead contacts. Surgical intervention was undertaken and the lead was found to be visibly damaged. To address the issue the lead was replaced.

Manufacturer narrative:
Initial reporter (reporter title, reporter first & last name were gathered via follow-up.)